Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
Revision took place due to aseptic loosening of the tibia baseplate.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding baseplate loosening involving a triathlon baseplate was reported. The event was not confirmed. The tibial baseplate component was returned with bone cement and some bony matter. No material or manufacturing defects were observed on the surfaces examined. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined because limited information was provided. The material analysis report indicated that the asymmetrical damage patterns on the insert suggested that knee may have unstable or misaligned. No material or manufacturing defects were observed on the surfaces examined. The event could not be confirmed because no medical records were provided for evaluation.

Event description:
Revision took place due to aseptic loosening of the tibia baseplate.